Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v667635, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a manufacturer representative (rep) that during a battery replacement that was noted to be replaced for an unknown reason and thus unrelated to the device/therapy that the lead was ¿crazy twisted¿ upon observation at explant. The health care physician (hcp) decided to also replace the lead as a result of the twisting. The rep stated that the customer always sent explanted equipment to pathology and they likely could not get the lead back to return to the manufacturer. The rep reported the patient had loose skin but didn¿t suspect twiddler syndrome, however the lead looked like previous twiddler syndrome events for which the representative had reported, ¿maybe 3 times,¿ they stated they had encountered this. It was noted the rep had reported these previous 3 events to the manufacturer. The rep inquired for reasons other than loose skin or twiddler syndrome regarding why the lead could be twisted as described. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v667635, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that all explanted materials got sent to pathology and that they were not able to return them. In response to the question for the lead being ¿crazy twisted¿ the rep reported that the hcp suspected that the patient¿s loose skin allowed for the battery to move. There were no further complications reported.